Event description:
The customer reported that the autopulse platform (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. Following the ua07 error, the autopulse platform got shutdown after 10 to 15 seconds and prompted for a reset. The customer adjusted the lifeband; however, the autopulse platform displayed the ua07 error again. The customer stated that there was no patient on the autopulse platform during the reported event. No patient involvement.

Manufacturer narrative:
The customer reported that "the autopulse platform (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for the customer's reported ua07 error message was a defective load cell. The cracked or broken enclosures and a defective load cell were likely attributed to mishandling, such as a drop. The reported complaint of "the autopulse platform got shutdown after 10 to 15 seconds and prompted for a reset" was confirmed during the archive data review. A couple of "timed out" incidents were observed in the archive data file, indicating that the autopulse automatically powered off as intended after the platform displayed the ua07 error message. Upon visual inspection, unrelated to the reported complaint, zoll service personnel noticed a crack on the screw well area of the front enclosure and a broken part on the bottom enclosure, likely attributed to user mishandling, such as a drop. The front and bottom enclosures need to be replaced to address the observed physical damage. The archive data indicated several ua07 error messages and a couple of "timed out" incidents, thus confirming the reported complaint. In addition, zoll service personnel noticed that the date and time in the archive data were corrupted, unrelated to the reported complaint. The processor board was replaced to address the problem observed in the archive. The root cause was likely attributed to the device's aging. The autopulse platform was manufactured in 2007 and is 14 years old, well past the expected serviceable life of 5 years. The autopulse platform failed initial functional testing due to the ua07 error message displayed upon powering on, thus confirming the reported complaint. The load sensing system has detected a weight/load imbalance between the two load cells. The load cell characterization test revealed that load cell #2 was defective and needed to be replaced to address the ua07 error. Upon further testing, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface likely attributed to wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate needs to be deburred to remedy the problem. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).